Manufacturer narrative:
Although requested, to date, the pads associated with this complaint have not been returned and the specific lot information of the pads is not known. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.

Event description:
On (B)(6) 2016 a distributer reported that the expiration date for a set of defibrillation electrodes appear to have been covered over by their own internal label. It was reported that this did not occur during patient use.